Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number. Visual inspection: as received two denali delivery devices, one introducer sheath, and one filter inside a specimen cup. One label was returned referencing catalog number dl900j and catalog number gfyi2648. As it is unknown which delivery device was associated with the advancement issues, both devices will be evaluated. The delivery devices were randomly numbered for the purpose of identifying them for this investigation. Delivery device 1 - the pusher catheter is kinked approximately 29.2cm from the proximal end of the handle. However, after preliminary review of the device, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The tuohy-borst was tight. No skiving was noted to the storage tube. Delivery device 2 - the pusher catheter is kinked approximately 29.2cm from the proximal end of the handle. However, after preliminary review of the device, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The tuohy-borst was tight. No skiving was noted to the storage tube. The introducer sheath was kinked approximately 34.8cm from the distal tip. However, after a preliminary review, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The filter contained all 6 legs and 6 arms which were present and intact. No legs were crossed. Functional/performance evaluation: the introducer sheath hub was sliced open longitudinally. No gaps were identified between the hub and the sheath and no skiving was observed. No other anomalies were identified on the returned device. Heat was applied and the filter took the appropriate shape. All measurements were conducted and met. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the returned device met all the required specifications. The filter was returned deployed. The complaint investigation is inconclusive for the filter allegedly failing to advance through the introducer hub. Based upon the available information, the definitive root cause is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advance through the introducer hub of the deployment sheath. The filter system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.